Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after review of a remote transmission showed the device had gone into backup vvi mode. The device was restored and reprogrammed to nominal settings. The patient was stable and will be followed remotely.